Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge notification to load a new cartridge. The cartridge was successfully reloaded resolving the issue. Tandem technical support educated the customer in the load sequence. Blood glucose level was 221 mg/dl.